Event description:
This was an elective cardiac lead extraction case to remove one functioning advisory lead at battery change-out. The 108 month old rv ICD lead (6949) was prepped with an lld-ez and a 14f glidelight was used for the extraction. During the procedure, the patient's blood pressure decreased and a sternotomy was performed. An svc/ra junction tear was discovered and repaired. The lead was removed with the laser sheath after the injury was repaired. The patient survived the intervention.